Event description:
The customer reported that the cuff did not deflate during extubation. Covidien is attempting to collect further details related to this report. The information provided does not confirm any details related to the circumstances surrounding this report. Please xref MFR# 2936999-2012-00699.